Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's pacemaker was found to have corrupted electrograms, which did not display on the remote transmission. No intervention was performed or reported. The patient was stable throughout.